Event description:
In the process of using the ECMO blood tubing, the tubing/circuit walked (moved) in the pump housing and as a result the pump went into an unrecoverable alarm. The pump was hand cranked and a different pump was requested from the ECMO office. The malfunctioning pump was replaced with the arrival of a replacement pump.